Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt unable to complete a therapy electrode recognition test. The cause for failure was isolated to the lead 1- and lead 2- wires in the ECG "c&d" cable were broken. Additionally, there was a broken pulse wire in the cable connecting the distribution node (dn) to the rear therapy electrode. The root cause for the broken wires could not be positively identified. There was no adverse event that resulted from the damaged belt.